Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would not recognize the patient with the connected defibrillation therapy electrodes. The customer did not provide any additional information on the event or the patient. It is unknown if the patient suffered any adverse effects during the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.